Event description:
The customer reported that when a pt with a heart problem had a ventricular fibrillation, the alarm did not occur. A dr performed CPR eight minutes later, but the pt's outcome was brain damage. There is a possibility that staff turned off ECG alarm.

Manufacturer narrative:
Philips is in the process of obtaining more info concerning this event and this complaint is still under investigation.